Event description:
A home patient's nurse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. The home patient had a bad dream and accidently disconnected their transfer set from the patient line of the homechoice set. Baxter's technical service center assisted the home patient's nurse in ending therapy. The home patient's nurse reported that therapy was completed by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient's nurse.